Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, during withdrawal the device was pulled back without locking both the system lock and the deployment lock. It should be noted that the supera peripheral stent system instructions for use (IFU) states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. The investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure as it is likely that against the IFU, the device was pulled back without locking both the system lock; thus resulting in the tip of the device inadvertently getting caught with the deployed stent resulting in the reported difficult to remove. Manipulation of the compromised device during removal resulted in the noted bunched inner member, the noted pinched tip and ultimately resulted in the reported tip material separation/noted tip jacket and the inner member separations. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified superficial femoral artery (sfa). The 6.0x120mm supera stent was successfully implanted; however, during the removal of the delivery system some resistance was felt with the device itself and the nose cone separated. The nose cone was retrieved via snare and intravascular ultrasound confirmed there was no issue with the deployed stent. However, it was noted that during removal of the delivery system, the system lock and deployment lock were not locked. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: failure to follow steps / instructions: manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.